Event description:
Pt reports ongoing urinary tract infections since 1996. Pt used clinipad product code 1291, cliniswab indophor pvp providone iodine, swabsticks, to clean foley catheter which is inserted in the urethra.